Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose on an unknown date was 40 mg/dl with difficulty speaking, unsteadiness when standing and walking, severe dizziness, blurred vision, confusion, severe headache. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that the patient incorrectly set the pump's time. There was no indication or allegation of a device malfunction. This complaint is being reported because the reported health event is was attributed to a device use-error.